Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient¿s drug infusion device. The drug being delivered was fentanyl with an unknown concentration and dosage. The reason for use was chronic low back pain and spinal pain. It was reported that the pump status and/or event log report a motor stall occurred and the motor stall was active. The issue occurred on (B)(6) 2018. The hcp wanted someone to interrogate the patient¿s pump in the emergency room to confirm it is working. The hcp stated that the patient had a personal therapy manager (ptm) with an error code of 8476. It was explained that the motor stall indicated that the pump is not currently infusing. Motor stall consideration were reviewed, including pump replacement or cover the patient with non-pump medication. It was also reviewed that if they managed the patient orally and they wish to lower the pump dose, a manufacturer¿s representative (rep) could be contacted. The hcp would try to get in touch with the managing physician. Symptoms included abdominal pain, and the change in symptoms was reported as sudden. There were no further complications reported/anticipated.